Event description:
It was further reported that the target lesion was located in the subclavian vein not the subclavian artery.

Event description:
Same case as MDR ID# 2134265-2012-02899. It was reported that during a percutaneous peripheral intervention procedure, stent migration occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified subclavian artery. A 8x38x75 wallstent rp stent delivery system (sds) was advanced to the target lesion and the stent was deployed. The wallstent rp sds was withdrawn and the stent migrated distally. A 10x39x75 wallstent rp stent delivery system (sds) was advanced to the target lesion and the stent was deployed in an overlapping position. However, after deployment of the 10x39x75 wallstent, the stent moved to the distal end of the subclavian vein. The procedure was completed with a different device. No further patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).